Manufacturer narrative:
We learned from contacts that it is possible the doctor (resident) conducting the procedure did not have a lot of experience with these instruments which could have resulted in breakages. No material was returned for evaluation.

Event description:
Allegedly, during a sialoendoscopy procedure, 8 different stone baskets (different sizes and different models) broke during procedure. On one basket, a small piece of basket broke off into patient and the doctor was unable to retrieve. The doctor stated he planned no further actions for retrieval because the size of the piece did not pose a risk of injury to the patient. All baskets were safely removed, the procedure completed and the hospital stated there was no injury to the patient. The hospital could not identify which of the baskets had the piece come off, so we are using 11575l.